Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint dryline was visually inspected. Results: the visual inspection revealed that only one connector was attached to the dryline, confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a connector is attached to each end of the dryline during production. Operating procedures are in place to assist the operators on the production line to correctly pack breathing circuits detailing all components required at the packing station. Each completed circuit pack is visually inspected and then weighed to ensure that every component is accounted for. As we only received one component of the breathing circuit kit , we are unable to confirm if the component was missing from the kit. It is likely the one missing connector on the dryline was due to operator error.

Event description:
A hospital in (B)(6) reported that the a 22mm connector was not attached to the dryline of an rt105 adult inspiratory-heated breathing circuit. This was found prior to patient use.